Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Returned product had a missing left arm tip. Product examined with 15 x magnification. Witnessed evidence of stress corrosion cracking on outer edge of left arm. Images attached of left arm and base of broken tip. In conclusion it would appear to be a manufacturing process issue.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip; no injury resulted.